Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to determine if the event is related to a device malfunction, device has not been returned for analysis, a request for the device and additional information has been made by ams. No conclusion can be drawn at this time.

Event description:
A patient with obstetric and surgical trauma was implanted with an acticon device on (B) (6) 2009. On (B) (6) 2010, the cuff was removed and replaced due to recurring incontinence.